Event description:
It was reported that the patient did not received therapeutic benefit. The patient was seen on (B)(6) 2013. The patient had trouble with benefit and retained 200ml at the last visit. The reporter had no knowledge of reprogramming at these sessions. It was unclear if the patient had benefit in the past. It was stated that the reporter was directed to call the manufacturer by the manufacturer representative. The reporter was to notify the manufacturer representative and ask him to meet with the patient. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va01czp, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).